Manufacturer narrative:
Arjo was informed about an event involving maxi move passive floor lift and a sling (no-arjo product). The nurse involved in the event reported that at the beginning of patient transfer one of the shoulder clip sling detached from the lift spreader bar. The patient fell out from the device (at a height of about 1 inch) and landed on the mattress. No injury was sustained. After the event, the arjo representative evaluated the device. The lift examination did not reveal any malfunction. The sling involved in the event was oxford disposable slings, the sling in question was disposed of and was not available for further examination. The maxi move instruction for use (001.25060 rev.10) contains the following information: ¿ maxi move must always be handled by a trained caregiver and by the instructions outlined in this manual." ¿maxi move is intended to be used with arjohunteigh slings. Only use slings and stretchers supplied by arjohuntleigh that are designed to be used with your maxi move¿. To sum up, while the event occurred the arjo device was being used for the patient¿s handling. No technical malfunction of the device was detected that could have caused or contributed to an adverse event and from that perspective, the floor lift device was up to its technical specification at the time of the event. The sling used by the facility was a non-arjo product. We report this event to the competent authority based on reported patient fall.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion. The sling in question has since been disposed of and was not available for examination.

Event description:
It was reported that during patient transfer, one of the shoulder clips detached from the device spreader bar. As a consequence of the event the patient fell on to the mattress, the fall was only about an inch. No injury occurred. The sling invoiced in the event was a medium size oxford comfort padded disposable sling.